Event description:
Customer reported to beckman coulter, inc. (Bec) that the probe block of the unicel dxh 800 coulter cellular analysis system was overflowing. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical support instructed the customer to perform the flush probe waste chamber procedure with 50% bleach. Customer reported that there was no further evidence of leaking after the probe flush. To date, customer has not reported recurrence of the probe block overflowing.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).